Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd intima-ii¿ closed IV catheter system there was an issue with puncture point reddened and began to abscess. Debridement of the incision was done and wound was treated.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 801228. Our records show that this is the only instance of phlebitis occurring in this production batch. DHR record review shows that according to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Root cause description: although a photograph was provided, without being able to test the device involved in this event we are not able to determine a root cause for this event. Rationale: bd will continue to track and trend for this issue.

Event description:
It was reported with the use of the bd intima-ii¿ closed IV catheter system there was an issue with puncture point reddened and began to abscess. Debridement of the incision was done and wound was treated.